Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the ventilator became inoperable. There was no patient involvement.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the exhalation flow sensor.the unit passed all testing and operates within the manufacturing specifications.